Event description:
Programming history database periodic review was performed and a low impedance event was seen. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Physician later reported there was no trauma or manipulation of the lead. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient also experienced high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that patient had a full revision due to low generator battery and low impedance. Prior to surgery, the device was initially not able to be interrogated, but then was able to be interrogated and showed depleted battery and low impedance. It was discovered during surgery that the lead was damaged in several locations (abrasions/fractures) and had to be taken out in pieces due to fibrosis around the lead body. The surgeon and representative were unable to determine if abrasions were through outer or inner tubing, or both. Impedance was within normal limits after surgery. The explanted generator and lead have been received into product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis for the generator was completed. An interrogation, system diagnostic tests, a comprehensive automated electrical evaluation, and a battery life calculation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead product analysis was also completed. The lead assembly was returned for analysis due to low impedance, lead fracture, and abraded insulation. The reported allegation of abraded insulation was confirmed. During the visual analysis abraded openings were observed on outer and inner tubing. The reported allegation of low impedance was also confirmed. During the functional analysis of the 1st portion, a low impedance condition was identified. In addition, during the visual analysis of the 1st portion, abraded openings were observed on inner tubes adjacent to each other. The exposed conductive coils are likely a contributing factor to the short circuit condition allegation. The reported allegations of lead fracture was also confirmed. During the visual analysis of the 1st portion, both coils were found to be broken at end of portion. The broken ends appeared flat and shiny. Due to the condition of the ends, the fracture mechanism could not be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities or short circuit conditions were identified. Visual analysis also found dried bodily fluids observed inside the inner and outer tubes in some areas. With the exception of the noted conditions above, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were identified in the returned lead portions. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, a complete evaluation and resulting commentary cannot be made on the entire lead product.